Event description:
The case states that operator was not wearing the appropriate ppe while handling medivators rapicide opa high level disinfectant chemistry.

Manufacturer narrative:
Customer called inquiring about information on rapicide opa. He had mentioned an employee being burned on the wrist from the exposure to the rapicide opa due to the skin being unprotected. He stated the wrists were not covered and was wondering what chemical properties would have caused the burns/irritation. There are no reports that the employee sought additional medical attention. This was obvious user error in not wearing the appropriate ppe while handling the disinfectant as stated in the product IFU. This case will continue to be maintained within medivators complaint system.